Event description:
Spoke with the doctor in the micu (inserted iab at bedside) with a pt on cs300/sensation 34. The doctor stated this pt was literally dying and needs the iab. The doctor inserted the sensation 34 through a sheath and the insertion went very smoothly. But when connected to the pump at first they were getting the "unable to calibrate iab optical sensor: and then it would pump once ot twice after filling and then they would get the "check iab catheter"./ the hosp switched out the pumps and got the same message. The doctor stated he removed that iab through the sheath and inserted a second sensation 34 (insertion went very smoothly) and the exam same thing happened. The cardiac arrest clinical mgr stated the "unable to calibrate" was probably due to the pt, the doctor had to have at least a 4mm upstroke for the pump to calibrate the tip. The cardiac assist clinical mgr asked if the doctor could manually inflate the iab and he stated he had already done with 5cc's and had no issues. But still would get the "check catheter" alarm. The cardiac assist clinical mgr suggested trying it again with 40cc's. The doctor did and had no problems, but pump still showing "check iab catheter" alarm. The cardiac assist clinical mgr asked how tall the pt was and the doctor stated right at 5'4" and then asked if he should try inserting the sensation 40 in the opposite leg. The cardiac assist clinical mgr stated if he thought that best. The doctor said yes. 3:00 pm t he cardiac assist clinical mgr called back and talked with a staff member and she stated that the doctor had put in the sensation 40 and it was working fine at this time. 4:40 pm the cardiac assist clinical mgr called back and a nurse saved the two (2) 34cc iab's and stated the pt died at 4:10 pm. (B)(4). Follow up received from the clinical rep on (B)(4) 2013 indicates the pt was critically ill and was being supported on the third iab that was inserted. Pt's subsequent death was not related.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on te catheter tubing approximately 38.9 cm form the iab trip. It is difficult to determine when the kink occurred. It may have occurred during iab removal, during iabp therapy, from pt movement, or while packing/shipping the iab back for evaluation. Product evaluation: a sensor output test was performed and the sensor was found ot be within specification. An underwater leaking test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported events cannot be confirmed by evaluation. A review of the device history does not indicate any lot issues. (B)(4).